Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) the telemetry showed a short period of asystole after ddd pacing when the ipg was connected to a chronic competitor right ventricular pacing lead in unipolar mode. The ipg was reprogrammed to bipolar mode, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).